Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under delivery occurred with a clearlink system continu-flo solution set. This was observed during pitocin infusion. The fluid seemed to be backing up after the pump. The set was changed and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.